Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the sample resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely low troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.